Event description:
A malfunction with the product was reported by rubin medical ab, a distributor located in sweden. The specific malfunction code was identified as 16-0x20e6 and the pump was not resettable. There was no available data regarding the blood glucose level at the time of the event, so the impact on the customer's blood glucose level is unknown. The customer was informed that the pump needed to be replaced and was provided with instructions for returning the problematic pump. The pump was confirmed to be under warranty, and a replacement pump was sent to ensure continuity of insulin delivery, although the customer declined to specify backup therapy options.